Event description:
It was reported that, "doctor locked poly and found it was not seated. Posterior lip broke, proceeded to place another same side."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.